Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a procedure, the surgeon performed drilling through the guide to place the screw. When she placed the screw, it did not attach to the plate, and the screw head remained protruding (sitting proud). The physician then decided to remove the screw, and after several attempts, the screw could not be removed and the screw broke. A portion of the screw remained in the patient. The remainder of the surgery was completed without complications, and this issue did not prolong the procedure. No adverse patient consequences were reported.